Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The cpu, printed circuit board and the hard drive were replaced. The system software and calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 8800 system would not boot up. No pt injury was reported.